Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope cleaning brush broke off and got stuck in the side of the scope during manual scope cleaning. The issue was found during preparation for use, and the intended procedure was diagnostic. There were no reports of patient harm. During evaluation of the returned device, it was found that there was foreign material within the brush passage and forceps passage. And therefore, is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of cleaning brush broke off and got stuck in the side of the scope was confirmed. In addition to foreign material within the brush passage and forceps passage finding, the additional evaluation findings are as follows: switch 1 was cut, and bending section cover glue was cracked. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.